Manufacturer narrative:
The harmonic ace insert accessory has not been returned to isi for failure analysis evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the accessory is returned (post engineering evaluation) or if additional information is received. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that the harmonic ace insert accessory fell inside the patient. Although, the harmonic ace insert accessory was retrieved and no patient harm, adverse outcome or injury was reported, it is unknown what caused the accessory to fall inside the patient.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace insert fell inside the patient but was able to be retrieved with no injuries. To complete the procedure, a back-up insert was used. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Additional information can be found in the following sections: d10, g4, g7, h2, h3, h6 and h10. The harmonic ace insert has been returned and evaluated by the failure analysis team. Failure analysis confirmed the customer reported event. The insert was found to have a blade broken. The blade broke at roughly .225¿ from the base. The broken piece was returned. Any inadvertent contact with staples, clips, or other instruments while the device is activated may result in a cracked or broken blade. The root cause of this failure is fatigue failure due to mishandling/misuse. Based on the additional information obtained from failure analysis investigations, this complaint is being reclassified from a reportable to a non-reportable event due to the following: this event involved fragments falling into a patient and was successfully retrieved with 1) no lasting permanent impairment of a body function or permanent damage to a body structure occurred and 2) no evidence of device malfunction supported by failure investigation confirming that the cause of the instrument breaking was mishandling/misuse. There is no evidence that the isi device caused or contributed to an adverse event or that the isi device malfunctioned in a way that could contribute to an adverse event if it were to recur.

Event description:
Additional information can be found in the following sections: d10, g4, g7, h2, h3, h6 and h10.